Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that on (B)(6) 2017, a manufacturer representative reprogrammed the device and was now working. Patient was having residual arm pain. Hcp office will assess on (B)(6) 2017 at the follow up visit. No further information was available regarding the resolution until after (B)(6) 2017 visit. Patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient works as a tow truck driver, had a bungee cord snap the ins site, and that they did not think the ins was working anymore. The patient noted that they "kept trying to increase stim to where is was shocking" but were unable to do so. When asked if the ins was actually shocking the patient they did not provide a clear answer and stated that they did not know "if its just not covering their pain or what." There was no allegation that the ins was shocking the patient, but rather that they were not feeling therapy. The patient's hcp confirmed that they were no longer getting pain relief. Follow-up was conducted.